Manufacturer narrative:
The insulin pump had no button error alarm noted. The device was received with an intermittent esc button response due to flattened button keypad dome. The button keypad connector was closed properly during visual inspection. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. Numbers did not ramp up on its own or scroll bar moving with no input.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer's blood glucose reading was 75mg/dl at the time of incident. The product will be returned.